Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect for faradrive selected for faraview procedure. Coating issue of the versacross rf wire was peeling off during insertion. Then, the device was replaced and the same issue occurred with the second versacross rf wire. Hence, the rf wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed.

Event description:
It was reported that versacross connect for faradrive selected for faraview procedure. Coating issue of the versacross rf wire was peeling off during insertion. Then, the device was replaced and the same issue occurred with the second versacross rf wire. Hence, the rf wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the rf wire was confirmed peeling off during insertion at the distal tip and it was changed twice. The device was not used, so there were no clinical consequences. The device was preserved and sent back for analysis.

Manufacturer narrative:
The device has returned for analysis. The versacross rf wire was visually inspected and confirmed to have its insulation damage on distal portion of shaft, ending at start of distal coil. The entire piece of coating still attached at distal end. Additionally, the visual inspection revealed a minor bend at the proximal end of the rf wire. The reported allegation of the insulation damage was confirmed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect for faradrive selected for faraview procedure. Coating issue of the versacross rf wire was peeling off during insertion. Then, the device was replaced and the same issue occurred with the second versacross rf wire. Hence, the rf wire was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as disposed. It was further reported that the rf wire was confirmed peeling off during insertion at the distal tip and it was changed twice. The device was not used, so there were no clinical consequences. The device was preserved and sent back for analysis.

Manufacturer narrative:
The device did not returned yet for analysis. However, based on the media provided, the reported allegation of insulation damage was confirmed, as the rf wire had its insulation damaged. Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.